Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that during set-up, when a patient removed their catheter from the catheter belt the stay safe cap disconnected and remained in the patients catheter belt. Technical services advised the patient to follow up with their peritoneal dialysis nurse. Upon follow up, the peritoneal dialysis nurse stated the patient twisted the catheter as they pulled it from the catheter belt, causing the cap to come off. Per the clinics standard procedure the patient was given prophylactic antibiotics. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. As a result of the exposure the patient was unable to complete treatment on the night of the event. The patient¿s catheter extension set was replaced and once replaced the patient resumed treatment. The patient was cultured, the results were negative.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a component history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...